Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Manufacturer narrative:
Patient information provided. Weight was unavailable.

Event description:
A medtronic representative reported that, while in a flurornav spine procedure, the software exited from the navigate screen. A re-boot of the navigation system restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.